Manufacturer narrative:
Investigation not finished yet, conclusion is not available.

Event description:
Reportedly, on (B)(6) 2024, during implantation, it was never possible to establish ble communication with the devices, I tested with 2 talentia sonr 3844 devices, and I had to use the sterile sleeve to confirm the tests during the implant.

Manufacturer narrative:
The review of provided data confirmed the reported issue: - on (B)(6) 2024, 7 sessions were attempted in ble, and all the sessions switched to inductive due to connection failure (the tablet failed to find the ble device and switched to inductive avec 30s). - the issue seems to be related with the bluetooth adapter, more precisely, windows is not able to reset the bluetooth adapter of the tablet. Therefore, it is not working. The tablet must be return to perform a reghost. It is the workaround to avoid the issue to occur again in the future. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, during implantation, it was never possible to establish ble communication with the devices, I tested with 2 talentia sonr 3844 devices, and I had to use the sterile sleeve to confirm the tests during the implant.